Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of would not cut. The returned sample was visually inspected and found non-conforming with white foreign material on the probe needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The most likely root cause for the actuation failure is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the probe was conforming for cut and the exact root cause for the actuation failure cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed with no patient harm.